Manufacturer narrative:
The ureal reagent lot number was 728488. The expiration date was not provided. Last exchange of the gear pump head was performed in 2021. The field service engineer (fse) checked the gear pump pressure and found it normal. The fse found the teflon tips from the rinse station were worn out and the cuvette water rinsing level was misadjusted. He exchanged the worn parts and readjusted the cuvette water rinsing level. The investigation determined that the root cause of the event was due to worn and dirty teflon tips from the rinse station and misadjustment of the cell water rinse level. The service actions (exchanging the worn parts and readjusting the cuvette water rinsing level) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with urea/bun (ureal) assay on a cobas 8000 c702 analyzer. Sample 1 (patient 1): initial result: 6 mg/dl. The physician questioned the result and requested the sample to be repeated. Repeat result: 78.7 mg/dl. Sample 2 (patient 2): initial result: 6.0 mg/dl. Repeat result: 45.2 mg/dl. No questionable result was reported outside the laboratory and the sample was repeated.